Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 700mg/dl. The caller mentioned running low and high several times. The customer experienced headaches, high pulse, dehydration, and shortness of breath. The caller stated that the insulin pump was not giving insulin, but the device did not alarm no delivery. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller to correct them. No further information was provided.